Manufacturer narrative:
The field service representative (fsr) reviewed the optics graph, wam log, pressure monitoring log, maintenance log, history log, and liquid level sense log but did not identify a specific cause for the result issue observed. A leaking r2 syringe and a tubing/sensor, temperature, wz was replaced on the architect i2000sr. However, an issue with sample handling/integrity could not be ruled as the issue was isolated to a single sample. The service history for this instrument revealed no subsequent complaints of discrepant/erratic results were reported. A review of similar complaints did not identify an adverse trend of the syringe. A review of the architect product monitoring identified no trends for the architect i2000sr erratic result rate. The architect operations manual addresses troubleshooting of the described issue and the high sensitive troponin-I package insert addresses sampling handling and performance characteristics. The architect i2000sr is performing acceptably.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a false positive stat high sensitive troponin-I of 249.5 ng/l with patient sample, ID (B)(6), processed on the architect i2000sr. A new sample was obtained and tested on another architect analyzer with stat high sensitive troponin-I negative result of 0.9 ng/l. An aliquot was taken from each sample and tested again yielding negative stat high sensitive troponin-I results of 0.7 and 0.7 ng/l using a third architect analyzer. The account uses a high sensitive troponin-I cutoff of 26 ng/l for males. No impact to patient management was reported.